Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's mother that the pods are leaving burns on the patient's skin. The pod was worn for 4 to 24 hours on the abdomen. Patient was taken to the doctors. They were told to give the pod site a rest for a week. They were prescribed mupirocin ointment.